Event description:
It was reported that the patient's lead had high impedances. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000176457.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.